Manufacturer narrative:
This report is submitted on 24 may 2021.

Event description:
It was reported that the patient experienced an ongoing pain resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new cochlear device on (B)(6) 2020.